Event description:
In 1995 I had breast augmentation with mentor saline implants. Lot # 117826 and lot # 117316. I immediately started having insomnia but didn't make the connection. A few years later I developed a severe allergy to mold, which landed me in the emergency room twice. A few years after that I was diagnosed with fibromyalgia because of mild, unexplained pain. In 2014 one of my implants ruptured so my new surgeon replaced them with new ¿safe¿ silicone implants. Mentor smooth round high profile gel. Sn (B)(4). My surgeon told me I could potentially have these implants forever as the silicone does not leak in the event of a rupture. My health problems have skyrocketed since then. These are my symptoms: insomnia, widespread pain, widespread tendonitis, fatigue, dizziness, brain fog, arm numbness, anxiety, stuttering, breast pain and lumps, swollen lymph nodes, cold sensitivity, muscle weakness, dark circles/ bags under eyes, hair loss, sensitive skin like sunburn, migraines, frequent headaches, ibs, bloating, food and environmental sensitivities, vitamin and mineral deficiency, candida overgrowth, memory loss, difficulty concentrating/ feels like I¿m on drugs, dry skin, depression/ mood swings, hypothyroidism, and low blood pressure. I would like it to be known that I take exceptional care of myself. I exercise regularly, eat a very healthy diet, never drink alcohol and do not smoke. These symptoms have wreaked havoc on my life and they are getting worse by the day. I have been unable to work full time and I have spent thousands of dollars trying to get help for all of these ailments over the years. I am doing explant surgery on (B)(6) 2019.